Event description:
It was reported that the tubing was placed in the cadd pump to prime the tubing, and the medication was leaking out the side by the black clip. The product fault occurred prior to use. There was no patient involvement.

Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned the complaint will be reopened for further investigation.